Event description:
This is a report of peritonitis in a patient (born in 1955) coincident with dianeal therapy for peritoneal dialysis (pd). The patient was diagnosed with and hospitalized for peritonitis manifested by abdominal pain. The cause of the peritonitis was not reported. The patient's treatment for the peritonitis included cefazolin (1g per day, intra-peritoneally (ip)) and fortum (1g per day, ip). Dianeal therapy was ongoing. The patient recovered from this peritonitis event and the treatment for the peritonitis was stopped. The patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.